Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced a faulty solenoid valve (cdev). The quality controls were within acceptable ranges. The customer repeated the patient samples and the results were acceptable. The cause of the imprecise carbon dioxide results on patient samples was due to a faulty solenoid valve. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Imprecise carbon dioxide (co2) results were obtained on patient samples on an advia 1800 instrument. The imprecise results were not reported to the physician(s). After troubleshooting, the samples were repeated multiple times on the same instrument and the results were acceptable. It is unknown if the repeat results were reported to the physician (s). There are no reports of patient intervention or adverse health consequences due to the imprecise carbon dioxide results.